Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Maximum rv pace impedances rises from an approximate baseline of 425 ohm the week ending (B)(6) 2013 to 1328 ohm the week ending (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead had a rise in threshold. The lead remains implanted but out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).